Manufacturer narrative:
Patient information: unknown. Other serious (important medical events): this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the lock screw implanted in the patient. Occupation: other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information provided by the sale representative indicates that a 1-level posterior lumbar fusion procedure was performed on (B)(6) 2020, utilizing the reform pedical screw system. While tightening the final lock screw using the torque handle, the tip of the lock-screw torque driver (39-rd-0060) broke. A piece of the broken tip that was sitting flush and stuck in the lock screw remains in the screw implanted in the patient. There was no patient injury or delay to the procedure as a result of the driver failure.

Event description:
Information provided by the sale representative indicates that a 1-level posterior lumbar fusion procedure was performed on (B)(6) 2020, utilizing the reform pedical screw system. While tightening the final lock screw using the torque handle, the tip of the lock-screw torque driver (39-rd-0060) broke. A piece of the broken tip that was sitting flush and stuck in the lock screw remains in the screw implanted in the patient. There was no patient injury or delay to the procedure as a result of the driver failure.

Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The tip of the driver is fractured. The fracture is at an angle relative to the driver's longitudinal axis. The cause for the fracture cannot be determined from the complaint. The breakage may have been solely due to an overload condition experienced during this particular procedure but is more likely the result of a prior overload crack initiating event (levering on the driver during torque application) that subsequently manifested itself in complete fracture during this procedure (low cycle fatigue). Review of device history records (ir16-0721) found twenty-one (21) pieces of lot 33741mm were released for distribution on (B)(6) 2016 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. The need for corrective action was not indicated.